Manufacturer narrative:
The device was received for evaluation. During evaluation, the damaged keypad was found to be the keypad not working as intended with a stuck second soft key button. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a stuck second soft key button. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a damaged keypad. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.